Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. No unexpected vibrating noted during testing. Unit had cracked end cap, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to rain. Customer reported that as a result, display screen went blank and pump was vibrating without an alarm or alert. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced.